Event description:
The pacemaker involved in this report was implanted on (B)(6) 2011. Upon interrogation on (B)(6) 2011, random noise was detected by the device in both a and v channels, as reported. Normal lead measurements were observed. Stored episodes could not be related to any specific pt's activity.

Manufacturer narrative:
(B)(6), 2011. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.